Manufacturer narrative:
The device has been returned and evaluated by product analysis on 06/21/2017 with the following findings: ¿evaluation revealed the internal clock battery on the pcb had failed. The pump would not retain the user programmed date and time settings upon removal of the primary (B)(6) battery. When a new (B)(6) battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient¿s blood glucose on an unknown date was 2.9 mmol/l with cognitive impairment and confusion. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s settings were not recently changed. During troubleshooting, it was reported that the time and date reset to default when the battery was removed from the pump for less than 12 hours. This complaint is being reported because the health event was attributed to an alleged device malfunction.